Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary rwh-2c user observed that vancomycin 1.75 g/350 ml was not appearing in the logistics replenishment list, despite the item being below par. The user indicated that there may be a ghost pocket in the pyxis that was reporting incorrect inventory and may need to be deleted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the ghost pocket for this medication on the carefusion coordination engine (cce). A technical support specialist (tss) cleared it out, and it should now have worked correctly for logistics replenishments. The system functioned as intended after the technical support specialist troubleshot the device.